Event description:
It was reported that during a rectum cancer resection procedure, the generator discontinuously alarmed and displayed error code "5". Doctor re-installed blade, but the blade did not work. Changed to another one to complete the or. No patient consequences.